Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced malposition of device. This report was received from a single source. This event involved a patient with no patient consequences. The patient is (B)(6) year old female with an unknown weight.